Manufacturer narrative:
The insulin pump was received with act and arrow buttons not responding due to flattened button dome switches (no crease). No unlock on j2/lcd keypad connector noted. Unable to perform self test and displacement test due to button keypad anomaly. Pump was received with severely scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and scratched case.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that the insulin pump screen was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.